Event description:
Trauma 1 instruments/plates/screws set was being used on a patient when 2.0mmx6mm cortical screw broke in the patient's mandible. Broken screw had to be taken out from the patient mandible.